Manufacturer narrative:
The employee subject of the reported event sought and received medical treatment at the user facility emergency room and returned to work. The user facility stated that the employee subject of the reported event was unaware of the proper practice to safely clear a jam on the scs automation system. The scs automation operator's manual states on page 3-27, "in case of a jam involving conveyors, press push button to depressurize cylinder pneumatic system before attempting to remove jammed rack." A steris service technician arrived on-site, inspected the scs automation system, and confirmed it to be operating according to specification. A steris account manager performed in-service training on 9/12/2017 with the user facility employee subject of the reported event, on the proper usage of the scs automation system, including the appropriate way to safely clear a jam. No additional issues have been reported.

Event description:
The user facility reported that an employee was injured while removing a jam from their scs automation system.